Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user encountered an incorrect medication on the bin. When attempted to issue lorazepam 0.5 mg tablets from bin 01-10, they instead found oxycodone 5 mg tablets stored on that location. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed and gathered details and reached out to t2, later informed that this would be a mis fill and needed to contact pharmacy to resolve and tss contacted pharmacy where pharmacy representative mentioned to alert the relevant user to send a restock to the facility. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.